Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31821650l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an avail catheter and ECG signal noise occurred when no other monitor was available with clear signals to monitor the patient¿s hearth rhythm. It was reported that during the operation, the signal interference (noise) was observed on intracardiac channels. A second device was used to complete the operation. There was no adverse event reported on patient. On 16-may-2026 additional information was received indicating signal interference was observed on intracardiac channels on the carto 3 system while the affected catheter was not in the patient¿s body. The physician did not have any other intact ECG signals available to monitors to the patient¿s heart rhythm. Based on this new information. The event was assessed as an MDR reportable malfunction.